Manufacturer narrative:
(B)(4). Date sent: 5/1/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an opt bladeless 12x100 stability with the packaging opened. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. The manufacturing records could not be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the unknown surgery, noted the seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.